Event description:
The reporter stated that the surgeon was inserting a toric single piece silicone lens model aa4203tl and the trailing haptic tore off. The surgeon removed & replaced the lens with no patient injury.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows one haptic is torn off and missing on the lens and there is a tear in the center of the optic. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issue and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injectors/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.